Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. DHR reviewed device history record (DHR):- reviewed the DHR for batch 23a22ged91, there is no abnormality and no such defect detected at in process and at final control inspection. No sample returned for further investigation. The investigation is done based on customer description and diagram provided. Referring to diagram provided, leakage was seen from the filter air vent. Filter is a supplied component. With no sample provided, we are not able to identify the exact root cause. However, an approved project has been raised to address leakage at filter issue. Summary of root cause analysis: filter leak was observed from the returned complaint sample. Hence, this complaint is considered as confirmed. Filter is a purchased component, and thus supplier is notified for further investigation and necessary action.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: patient finish his treatment, infusor is connected pass 5fu, but at go at home, patient returns to service informing that have his shirt wet, leakage is detected in filter output."